Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls (qc) were within range on the day of the event. Siemens is investigating the issue.

Event description:
The customer obtained discordant, total bilirubin (tbil) and direct bilirubin (dbil) results on two neonatal patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned them. The patients were redrawn and tested on an alternate dimension vista 1500 instrument, resulting higher for tbil. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant tbil and dbil results.

Manufacturer narrative:
The initial MDR 2517506-2017-00098 was filed on january 23, 2017. Additional information (03/14/2017): a siemens headquarters support center (hsc) specialist reviewed the sample data. The hsc specialist stated that based on the hemolysis index for total bilirubin (tbil) and direct bilirubin (dbil) there was no indication of hemoglobin interference for the patient samples in question. Quality control was within acceptable range. The cause of the discordant tbil and dbil results on two neonatal patient samples is unknown. The instrument is performing within specifications. No further evaluation of device is required.